Event description:
The technician alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found a screw missing that secures the side rail latch. The technician replaced the side rail latch screw to resolve the issue.